Manufacturer narrative:
A product investigation was performed. One (1) pfna-ii blade l85 tan (part # 04.027.056s, lot # l063373) was received for investigation. Upon visual inspection, the surface is showing signs of usage and damage, on the tip two (2) of the four (4) lips are showing some damage. Furthermore, we have received the blade in an unlocked condition. The damage at tip is a result from contact with a hard material as metal (nail). During investigation, a functional test was performed, the blade passed the functional test. Complained issue could not be replicated and/or confirmed based on the available information and passed function test. As the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the relevant technique guide. No product fault could be detected. No corrective action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per affiliate (B)(6) 2017, states that: patient is fine, procedure was successfully completed, surgery was delayed by 25 to 30 minutes. Complainant address added.

Manufacturer narrative:
(B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was performed for 04.027.056s/ l063373: manufacturing location: (B)(4), manufacturing date: 25.jul.2016, expiry date: 01.jul.2026: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a proximal femoral nail antirotation-ii (pfna) insertion surgery on (B)(6) 2017 for fracture fixation, the surgeon inserted a pfna blade but he was not able to lock it. Surgeon then used another sized blade to complete the procedure. No information about surgical delay. No information available about patient condition and outcome. Concomitant device reported: pfna2 proximal femoral nail (part# unknown, lot # unknown, quantity 1) this report is for one (1) pfna-ii blade this is report 1 of 1 for complaint (B)(4).